Event description:
The user received a questionable bicarbonate result for one patient sample on the integra 800. The original result was 40 mmol/l and was reported outside the laboratory. After reporting out the original result, the lab tech repeated the same sample twice and got results of 28 mmol/l and a 29 mmol/l. The lab tech issued a corrective report within minutes and the patient was not treated based upon the original erroneous result. The bicarbonate reagent lot number was 62350501. The field service representative could not determine a cause. He had the user run precision testing with results within limits. He checked the sample and reagent probes, temperature and level detection which were acceptable. To verify the analyzer operation, he ran performance tests with acceptable results. The user ran quality control.

Manufacturer narrative:
(B)(4). The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on reliably with test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.